Event description:
Customer reported: prior to use on a pt during pre-test a doctor experienced cuff deflation failure. Customer confirmed that fault was identified during pretesting efforts. No pt involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.